Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, an opening the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. The device is inside of the plastic container is difficult to see. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation observed. White particles on the surface of the shell.

Event description:
Healthcare professional reported left side "tender with a contracture" via ultrasound.